Event description:
It was reported that tubing leaked above the drip chamber causing the fluids to be unsterile. The tubing was used to deliver one liter of fluid and infused albumin 500ml. It was noted during follow up, that it is unknown if there was any patient harm associated with this event.

Manufacturer narrative:
Cont¿d from section d.11: 1000ml baxter bag lot y311209 exp dec20, lactated ringer¿s injection; non bd tubing; non bd stopcock. Additional information provided; d.10, & d.11. The customer¿s report that the tubing leaked above the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the set during initial visual inspection. Functional testing found the set leaked at the engagement between the top of the filtered drip chamber and tubing. The engagement was slightly tugged and the tubing separated from the top of the drip chamber. Closer inspection under a lab microscope observed insufficient solvent at the engagement between the tubing and the top drip chamber. The tubing was measured and found to be within specification(s). The root cause of the leak was insufficient solvent applied at the engagement between the tubing and the top drip chamber during the manufacturing process.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. "Other - none listed, only other". B. White.

Event description:
It was reported that tubing leaked above the drip chamber causing the fluids to be unsterile. The tubing was used to deliver one liter of fluid and infused albumin 500ml. It was reported that "patient harm is unknown".